Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segment of the lead was thoroughly inspected and analyzed. The proximal segment of the lead, totaling 127 millimeters (mm), was returned. The cathode coil was fractured at 77 mm from the terminal pin. Due to the location of the fracture, it was likely that the can may have caused the fracture. The conductor coils were noted to be stretched at 45 - 115 mm from the terminal pin and there was no insulation 50 - 127 mm from the terminal pin. No additional testing was performed.

Event description:
Event description cpi received information that this bipolar lead was removed from service due to changes in impedance and increases in threshold measurements. During the procedure the physician found the lead had an insulation break. The lead and the implantable pulse generator (ipg) were both replaced.

Event description:
Boston scientific received information that this bipolar lead was removed from service due to changes in impedance and increases in threshold measurements. During the procedure the physician found the lead had an insulation break. The lead and the implantable pulse generator (pg) were both replaced. Subsequently, the lead was returned to boston scientific for analysis.